Manufacturer narrative:
Updated data: b2, b5, h6 - annex e, annex a, annex f, annex g. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, which indicated that the patient had a mechanical fall approximately 6 years and 4 months following the valve implant. Per the physician, the fall was unlikely related to the valve. The patient was admitted to the hospital for an investigation into the event. 4 days later, an unscheduled transthoracic echocardiogram (tte) during admission showed severe aortic regurgitation (ar), mild pvl, and moderate mitral regurgitation. 5 days after presenting, the interventionalist reported that the patient had symptomatic severe valvular regurgitation. It was noted that the patient remained out of breath. A transcatheter aortic valve (tav)-in-tav was scheduled to be performed 6 weeks after presentation. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that the symptoms associated with the severe valvular regurgitation was the previously reported breathlessness. Per the physician, the cause of the moderate mitral regurgitation (mr) was secondary to lv dilation from ar and there was no indication of valve migration or impingement on the mitral valve. The previously scheduled valve-in-valve was cancelled. The physicians were reconsidering their treatment strategy. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, which indicated that the cad was a pre-existing patient condition, and the percutaneous coronary intervention (pci) was planned prior to the tavr. Per the physician, the cad was not valve related.

Manufacturer narrative:
Updated data: b5, d6b - explanted date, h6 - annex e, annex a, annex b, annex f continuation of d10: product ID 25 millimeter (mm) non-medtronic aortic valve (edwards inspiris resilia); product lot/serial number {(B)(6)}; product type: {surgical aortic valve (sav)}; implant date {(B)(6) 2024}; explant date {na}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, which indicated that approximately 6 years and 5 months following the valve implant, the patient was readmitted to the hospital for transcatheter aortic valve replacement (tavr) workup in the context of the patient¿s severe ar. Following tte, computed tomography (CT), coronary angiogram, and carotid duplex, it was determined that the patient was not suitable for a tavr procedure. The patient was discharged. Approximately 6 years and 5 months following the valve implant, the patient was readmitted to the hospital for intervention of the aortic valve. The valve was explanted, a 25-millimeter (mm) non-medtronic surgical aortic valve was implanted, and the ascending aorta was repaired with a pericardial patch. Coronary angiography revealed significant proximal right coronary artery disease. This was treated with a bypass graft to the right saphenous vein. Operation report notes the cause of regurgitation to be a torn cusp. The event resolved without sequelae.

Manufacturer narrative:
Select patient information cannot be documented in the file due to regional privacy regulations. Continuation of d10: product ID ls-enveor-34; product type: 0195-heart valves; lot number: 0008831871. Product ID: enveor-n; product type: 0195-heart valves; lot number: 0008831857. Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: review of the device history record (DHR) for this device (B)(6) found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. This event does not indicate a device misuse or a quality deficiency. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: transthoracic echo (tte) images provided from 24 hours to 7 days post implant. Image quality was suboptimal. Evolut implant depth appeared good. Paravalvular leak (pvl) appeared moderate to severe. Two pvl jets were seen (one anterolateral and one posteromedial). The posterolateral pvl jet was not seen in the parasternal short axis view, but well visualized in the apical 5 and 3 chamber views. Pht is not reliable because peak velocity is low suggesting doppler angle is not parallel to flow. The pulse wave doppler signal in the proximal descending thoracic from the suprasternal view did not indicate severe pvl. No central aortic regurgitation was observed. Aortic valve mean gradient was 15 millimeters of mercury (mmhg). Mild tricuspid regurgitation was noted. Mild pulmonary hypertension with right ventricular systolic pressure (rvsp) of 40 mmhg was observed. Trace mitral and pulmonic regurgitation noted. Ejection fraction was approximately 65-70%. Based on the available information, a conclusive cause for the pvl could not be determined. No mitigating treatments or interventions were prescribed to address the issue and no other adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve (B)(6), echocardiogram showed severe paravalvular leak (pvl). Thirty days following the implant of this valve, moderate pvl was observed on an echocardiogram. No intervention, and no adverse patient effects were reported for the pvl. Prior to the valve implant procedure hematuria was observed post insertion of an indwelling catheter. This continued post catheter removal with symptoms of dysuria. The hemoglobin value 2 months prior to the valve implant was 152 g/l. On the date of implant the value was 95 g/l and three hours later 86 g/l. Intravenous antibiotics and rehydration were required. Post treatment and at discharge 3 days later hemoglobin measured 99 g/l. The following day, the patient presented to the emergency room with worsening urine retention. The patient was admitted to hospital. An indwelling catheter (idc) was inserted and irrigation commenced. The antiplatelet medication was stopped. The hemoglobin during this readmission was 85g/l, and after treatment the next day measured 93g/l. The hematuria was considered resolved 11 days following the valve implant procedure with no sequelae. The physician reported this was related to the procedure. Additionally, it was also reported that the assessment of the paravalvular leak (pvl) was more difficult than usual because of the ¿smearing effect¿ of the jet with imaging in 2 different views. In the short axis view, specifically the jet appeared to travel posteriorly, which exaggerated the size. The p1/2t was not reliable. The peak velocity was relatively low which suggested that the entire jet had not been recorded. The diastolic flow reversal signal in the supra sternal view did not suggest severe pvl. It was possible that pvl was moderate, and was unlikely to be severe. The physician later confirmed solely moderate pvl. The left ventricle (lv) filling parameters support a significantly impaired lv filling function. This suggested by reduced e'velocities 8cm/s each, and the presence of "pseudonormalisation" for the patient¿s age. The e/e prime average was in the intermediate range. Per the physician, the patient had underlying diastolic dysfunction, impaired lv relaxation, predating the transcatheter valve implant. No treatment provided for the pvl nor the lv filling function. Additional information was received which indicated that approximately 2 years and 11 months following the valve implant the paravalvular leak (pvl) was mild to moderate. No treatment required. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that three days following the transcatheter valve explant and arterial doppler showed a left distal popliteal artery occlusion. This occlusion was stented and a left posterior tibial artery angioplasty also was performed. The patient woke up post-procedure in ¿severe¿ lower limb pain specific to the anterior and lateral compartments. As reported, this was consistent with acute compartment syndrome. The compartment syndrome was treated with a left calf anterior and lateral fasciotomy procedure. Two days following the fasciotomy procedure, the wound was debrided and partially closed during the procedure. Two additional days later, the wound was once again debrided and completely closed. The patient was then discharged home 14 days later. The outcome was reported as resolved without sequelae. The physician indicated the left popliteal artery occlusion was not related to the medtronic products or the procedure. The physician indicated there was nothing regarding the patient anatomy that contributed to the popliteal artery occlusion. The cause, however, was not reported.